Manufacturer narrative:
The referenced pump exchange was previously reported under medwatch MFR report #2916596-2015-01527. (B)(4). Approximate age of device - 38 days. The pump was not explanted and is not available for evaluation. The implanting healthcare professional reported that the patient's death was not related to the device or device therapy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to multisystem organ failure. The patient was originally implanted with an lvad on (B)(6) 2013 and underwent a pump exchange on (B)(6) 2015 for hemolysis and thrombus consistent with low flows. During the procedure, the surgeon exchanged the inflow cannula and the pump body and "cleaned" the outflow graft. It was later reported that the patient expired on (B)(6) 2015, 38 days after the pump was exchanged, due to multisystem organ failure. There were no further signs of hemolysis reported after the pump exchange. Though requested, no information regarding the patient's post-operative status up to the patient's death was provided. The implanting center vad coordinator stated the patient's death was not related to the device or lvad therapy.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. It was communicated the patient developed hemolysis and was treated with heparin. The patient reportedly expired on (B)(6)2015 due to multi system organ failure which was deemed not therapy related. The instructions for use lists various types of organ failure and hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.